Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching pulmonary parenchyma on a laparoscopic radical surgery for lung cancer, the stapler was able to fire but part of the staples did not form a "b" shape and staple line was incomplete distally. Hand sewing was done to fix the staple line. A new reload was also used.